Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/16/2020 h.6. Investigation: bd received 4 samples from the customer for investigation. The samples were evaluated by functional testing, disassembly and visual examination and the indicated failure mode for unable to activate was confirmed as the following defects were observed; missing tab cap, missing lever, mechanically damaged lever. These defects can cause difficulties in lancet activation. One sample also showed a visible embedded stain on the rear cap. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of unable to activate was not observed as all specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated blue cal lancet damaged, rattles and doesn't activate on pressing. Some are stained customer say's "(they look as if the rejects have been packed with the god stock)". Batch no: a7f19k9 ¿ 4 lancets.

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated blue cal lancet damaged, rattles and doesn't activate on pressing. Some are stained customer say's "(they look as if the rejects have been packed with the god stock)". Batch no: a7f19k9 ¿ 4 lancets.